Event description:
It was reported that patient presented to the hospital on (B)(6) 2023. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. It was noted that the implantable cardioverter defibrillator might have infection. Further information was requested, but not yet available. There were no adverse consequences to the patient.

Manufacturer narrative:
Correction: h6: field should reflect product not returned correction: h10: field should contain the following statement: a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.